Event description:
The pt used this device at home. The device is being operate by 220v electricity. The device gives "power lost: alarm during ventilation. It is observed that there is no problem with 22v when checked. The device goes on functioning when rebooted. There is no problem detected with the functions meanwhile. Although the 220v electricity is not cut, all the lights turn off on the ventilator. The ventilator is not working from the battery at this point. From up to down, external power, charge status, battery level lights all turn green. The ventilator stops ventilating suddenly during operation. At this point, turbine sound is heard and everything seems normal. The pt struggles to breath. The device starts ventilating within about 5-10 seconds, during this time pt troubles.